Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient felt pain whenever she used her implant. Testing was performed and a summation of the data was made as there was no clear evidence of implant malfunction. After a detailed observation of the data. Some characteristics of the data were consistent with an electronic failure in it's very first stage. In the mean-time the patient did not report any improvement with the device.